Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer lost consciousness and required paramedics to administer unspecified IV fluids and antibiotics for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.